Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unit package is unsealed and opened with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from spanish to english: primary packaging is opened.

Manufacturer narrative:
H.6. Investigation: a sample and picture was provided for evaluation making it able to confirm the package was open. There was indication of adhesive transferred from the top web to the bottom web on the opened seal area. The sealing process was completed in the manufacturing facility. There is no assignable root cause. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance. No abnormality was observed during the production of the reported batch. H3 other text : see h.10.

Event description:
It was reported that the unit package is unsealed and opened with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from spanish to english: primary packaging is opened.